Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient reported their device was explanted due to infection. The patient was unsure of the date of explant, stated it was (B)(6) 2018. The cause of the event was undetermined. The issue was reported to be resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.